Event description:
It was reported that this implantable cardioverter defibrillator (ICD), exhibited undersensing and therapy delivery effectiveness issue. Ts discussed troubleshooting and programming options with clinician. No adverse patient effects were reported. The device remains in service.